Event description:
The customer alleged the apexpro telemetry server unexpectedly lost monitoring. Three patients lost monitoring for 40 minutes. There was no alternate device monitoring available, however, the nurses were able to monitor the patients. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.